Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026, since patient reported infusion set tape just came off. Patient experienced bleeding and no medical treatment given.